Event description:
It was reported that pump housing and usb port were damaged, which prevented charging and caused pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy while technical support verified warranty coverage, obtained management approval, and arranged shipment of replacement pump, then confirmed shipping details and delivery timing, instructed customer to let pump battery fully deplete and return damaged pump within 10 days using provided materials, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.